Event description:
It was reported the pt's scs lead was repositioned due to the pt not receiving stimulation in her back and right leg. The pt is now receiving stimulation in both areas.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.